Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. This report is based solely on the customer's reported issue. The instructions for use state: before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch; cracked or broken buckles or locks; and/or that hook and loop adheres securely, as these may allow patient to remove cuff. Discard if device is damaged. (B)(4).

Event description:
Customer was unable to provide any information other than he is unable to lock the four point restraint. No patient incident or injury was reported. Customer did not provide the date when the issue was discovered.

Manufacturer narrative:
Results: evaluation of the returned device confirmed that the buckle is difficult to close when the webbing is inserted. If difficulty is experienced securing the buckle, additional force may need to be required or in a worst case scenario the device may have to be exchanged for a new one. The buckle is secured when the device is being applied to the patient, so a caregiver(s) will be present when the issue occurs. Once the buckle is secured, it will function as intended. In this case, the issue was identified during setup and there was no impact or consequence to the patient as a result of the difficulty securing the buckle. At most, there may be a delay in treatment. A review of the complaint history for these types of events did not reveal any injuries. Difficulty securing the buckle is not likely to contribute to a death or serious injury. (B)(4).

Event description:
A supplemental medwatch is required for product evaluation results.